Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturer were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 the patient underwent: bilateral hemi laminectomies t11-12, t12-l1, l1-2, l2-3, l3-4, l4-5. Repeat laminectomy of l5. Superior s1 hemi laminectomy. Posterior smith-peterson osteotomies t11-12, t12-l1, l1-2, l1-3, l3-4, l4-5, and l5-s1. Posterior lumbar interbody fusion l5-s1 with insertion of fusion cages l5, titanium mesh fusion cages l5-s1. Application of complex posterior segmental spinal instrumentation t8 to s1. Application of bilateral iliac screw fixation. Posterior spinal fusion t8 to s1 utilizing bilateral iliac crest bone graft, bone morphogenic protein 12mg per level, crushed allograft, and demineralized bone matrix putty. Bilateral sacroiliac joint fusions. Somatosensory-evoked potential monitoring. Preoperative diagnosis: sever lumbar scoliosis with spinal stenosis status post anterior spinal release and fusion procedure. Per op- notes: "the autogenous bone was mixed with demineralized bone matrix putty, crushed allograft. Surgeons used 12mg of bmp infused two per level of fusion here. The surgeon took the autogenous bone and placed it anteriorly in the l5-s1 disc space. They then inserted cages. At this stage, surgeons proceeded to placement of long titanium quarter-inch rods.the right rod was inserted first because the patient had a right lumbar in the coronal plane... They performed a sacroiliac fusion or iliolumbosacral fusion. This was per formed bilaterally. The bone graft was applied over the posterior elements as well, as again stated, 12mg of bmp was utilized per level. The wound was closed in layers with absorbable suture. "

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.